Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Sister is calling on behalf of the customer. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 100mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was declined. The test strip lot manufacturer¿s expiration date is 12/26/2020 and open vial date is one week ago. The meter memory was reviewed for previous test result history. (B)(6). Time and date on the meter memory are incorrect, all blood results are done as a fasting in the morning.